Event description:
Former premature infant that was ventilator dependent was taken to a clinic appointment by mother, allegedly at the clinic's insistence. Mother was supported by home care nurses outside the facility. While there, the they decannulated. They were unable to re-insert a trach, 911 was called, CPR was performed, but the patient was pronounced dead at outside hospital. Patient was discharged from the stable vent unit (svu) four days prior to the event. Outside agency provided home care on the ventilator. The clinic insisted that mom bring pt into appointment. The pt decannulated there and was unable to be re-cannulated. Mother and nurse state the alarms did not sound. They did not know there was a problem until they went to take the pt out of the car and the pt was dusky.